Event description:
A report was received that stated the needle was kinking, which prevented the needle from engaging into the safety device. No patient or medical professional injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.